Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the keypad buttons were sticking, she wears the pump in her pocket and does not clean the pump.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/02/2016 with the following findings: the keypad was found to be intact. The up arrow keypad button was found to be unresponsive. The keypad button cover was removed; there was contamination found under the button key contacts. Unrelated to the complaint, the battery compartment was found to be cracked above grip pad to the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)